Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed and test strips were used to confirm. Estimated blood loss was 250 cc's. Patient had no adverse effects and no medical intervention was required. Sample has been discarded. Patient completed treatment with a different dialyzer.